Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that an ophthalmic knife was used during cataract surgery after which the patient experienced blurriness and irritation in their right eye four days post-op. Surgical intervention was required and performed in order to wash out retained sparkles, five on the iris and one in the paracentesis, from the patient's eye. Additional information has been requested.

Manufacturer narrative:
Corrected information is provided in sections, to provide information that should have been included on the initial MDR report. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received further clarified that on the fourth post-op day, the patient presented with cystoid macular edema (cme) which the attending physician confirmed to be unrelated to the observed sparkles. Due to the patient being anxious, the additional procedure to wash out the sparkles from the patient's eye was performed. After the additional wash out procedure was performed, the patient continued to experience blurry vision and has been attended to by a corneal specialist. The original cataract with intraocular lens (iol) implantation surgery was completed on time, but the sparkles were never detected in the patient's eye during the original surgery.